Manufacturer narrative:
It was reported that there was kink at the venous line of tubing set. The failure was found to have no effect on the patient. The received information states that the failure kink at the venous line (line 2) of tube set. There is not any picture provided for the complaint however it is confirmed that the kinked part was on line 2. Since the product was discarded by customer, laboratory investigation could not be performed. The exact cause of the failure could not be determined. However the reported failure could be linked to the risk management file and the following most possible root causes: - user error lack of attention during mounting. - lack of attention to 100% visual control during packaging in production. Device history records for lot 3000157783 was reviewed. There are no evidences indicating non-conformance or deviations of the product in question during manufacturing and final release of this specific lot. Based on the given information the failure could not be confirmed. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : the product could not be provided by user.

Event description:
Complaint: #(B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when further information becomes available.

Event description:
The complaint was received from (B)(6). It was reported that there was kink at the venous line of tubing set. Customer tried to use the product despite seeing the kink. However, in short time period after the start of circulation, customer had to cut and replace the kinked part. There was potential for harm of patient. Complaint #(B)(4).